Event description:
Received report from rehab unit that the patient had a grand mal seizure. Patient was in rehab for non dbs (deep brain stimulation) related problem. Refer to manufacture report #3004209178-2010-06298. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)